Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 31 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp). No external power alarms coincident with a loss of ac power while the controller was connected to the mobile power unit (mpu) were active on (B)(6) 2023 from 22:59:53 ¿ 23:00:05. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made requesting additional information regarding the loss of external power; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2023 while connected to their mobile power unit (mpu). The patient did not recall details about the event. Log file analysis confirmed the no external power event.

Manufacturer narrative:
The device serial number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.